Manufacturer narrative:
Device received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify motor error alarm and button keypad anomaly due to blank display. Device received with moisture damage motor, vibrator and battery tube assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor error and button error. The customer¿s blood glucose level was 235 mg/dl. The customer reported that I got a motor error yesterday and I removed the reservoir and there was fluid in the compartment and I shook it out and let it dry over night and this morning I got the button error. The customer stated the insulin pump started beeping last night and he looked at it and there was a motor error. The customer was able to clear the alarm and rewind the insulin pump. The drive support cap appeared normal. The customer could not access the insulin pump due to button error. The customer stated that the insulin pump was exposed to moisture and the type of moisture was insulin he thought. They mentioned that time on the insulin pump was advancing. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.